Event description:
It was reported that the programmer was unable to interrogate some device models. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Programmer tries to interrogate and then goes back to "find patient" screen; hard drive replaced. A printed circuit board assembly found out of electrical specification.